Manufacturer narrative:
The lens was returned on surgical gauzes. Solution was dried on the lens. One haptic was broken (possibly cut) from the haptic/optic junction area (returned). The optic was cut into multiple pieces, typical of insertion and removal. The cut optic pieces have multiple scratches and small cracks on the anterior and posterior sides of the lens near the cut damage which runs through the central optic zone of the lens. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge and handpiece. The associated viscoelastic was not provided. It is unknown if a qualified product was used. The reported scratched optic damage was observed. Additional cracked optic damage and broken haptic damage was also observed. The observed lens damage is similar in appearance to handling related damage. The presence of the solution on the returned sample is evidence that the product was subjected to handling. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company¿s release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. The viscoelastic information was not provided. It cannot be determine if a qualified product was used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Multiple attempts were made to gather more details of the event. However, no response was received to the follow-up requests at this time. File will be reopened when more information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, scratched central optics was noted. The lens was removed during initial procedure. Additional information was requested.